Event description:
It was reported that the 4193 lead was explanted and replaced, due to high impedances. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.